Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00223. The patient had 4 leads (3 from lot ab2236 and 1 from ab2201) implanted as part of his axium neurostimulator system. It was reported the patient underwent a procedure to implant an ins and postoperatively, therapy was unable to be provided. X-rays indicated lead migration. Further surgical intervention was undertaken and the leads were explanted and replaced. Reportedly, the patient is receiving effective therapy following the lead replacement.